Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic irrigation and aspiration (I/a) tip of the probe broke off in the patient's eye during surgery and the broken piece retrieved from the patient's eye. Patient harm was not reported. Additional information received from a healthcare professional indicated that the product was standalone curved irrigation and aspiration (I/a) tip and the surgery type was cataract. There was no clinical consequences for the patient.

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received, at the manufacturing site. And the device history record review of the lot number provided, indicated the product was processed and released according to the product¿s acceptable criteria. Therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown. Therefore, specific action with regards to this complaint cannot be taken. All I/a tips are 100% visually inspected, prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).